Event description:
A patient reported experiencing inaccurate erratic results with a ft meter. The patient's blood glucose results were 202, 159 mg/dl and 294 mg/dl vs. 191 lab. Tests were done with 10 minutes with a difference of 21% (meter to meter) and 54% (meter to lab). Patient did not experience any adverse events. No further information has been reported.